Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another device - dexcom, continuous glucose monitoring (cgm). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged inaccuracy began on (B)(6) 2017, 3:00am when the patient stated that she obtained an alleged inaccurate high blood glucose result of ¿108mg/dl¿ on the subject meter compared to 42 on another device cgm performed less than 30 minutes apart. Meter to cgm comparisons are invalid in determining lfs criteria for accuracy. The patient denied that she takes any medication to manage her diabetes. The patient detailed that she developed symptoms of ¿confused, dizzy and shaky¿ immediately before the alleged product issue began. The patient stated that she self-treated with food and drink. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the sample was taken from an approved sample site and the test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken. The patient did not have control solution to conduct a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because although the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event prior to the alleged product issue beginning. It cannot be ruled out that the meter did not cause or contribute to the alleged event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.